Event description:
Facility converted to the allegiance non-sterile synthetic exam glove on november 9, 1998 (initial purchase order placed). November 17, 1998, they began receiving documented communication from staff via our "product problem identification form" of concerns. Examples of concerns identified were as follows: "put glove on fingers ripped thru, gloves thin tear easily". "Break easily, high exposure to body fluids, hands and irritated - did not have this problem with former glove". "Gloves don't fit, fall off while using them, dry out hands, rip when putting them on". "Poor quality glove had a rip after IV insertion, blood was on my hand - the gloves have failed on several occasions". "Glove break under use". The MFR's rep was contacted by facility on 11/16/98 (after facility rec'd a call from an employee), and on subsequent dates to be notified of concerns and to mutually agree on follow-through - on 11/23/98 the rep was requested to meet with staff in regards to concers and provide feedback. The rep followed-through and provided written documentation on 11/24/98 and 12/3/98. Concurrently, the rep sent samples of 2d7086i (lot n8j117) to MFR's quality department for analysis on november 19, 1998. On december 6, 1998, a concern was identified to the director of facility's materials mgmt in regards to "strike through" in the finger tips of the glove - staff noted body fluid (eg blood) and/or products utilized in pt care (eg betadine) being evidenced on skin after gloves were removed. Informal testing, utilizing betadine impregnated pads and simulating pt prepping, resulted in obvious strike through in approx 45 seconds. The glove MFR's rep was contacted in regards to the problem and a meeting was scheduled for the next morning. Concurrently, steps were initiated to procure another MFR's glove for replacement. On december 7, 1998, the MFR's rep met with the director of facility's materials mgmt and further "informal" (utilizing betadine solution povidone iodine 10% and simulating a prep of a pt with impregnated gauze) testing was performed with the rep observing. Ten gloves were randomly selected with the following results: small, lot # n8j117: strike through on thumb/index/ring digits, cuff torn when removed from box, strike through on thumb/index/middle digits, strike through on middle digit (use time approx 30 seconds), strike through on index/middle/ring/small digits. Medium, lot # n8h144: strike through on index/ring/small (use time approx 60 seconds), strike through on index digit (use time approx 60 seconds). Medium, lot # n8h206: could not clearly determine strike through - may have been residue from previous test, strike through on little digit (use time approx 60 sec), strike through on thumb/ring/little digit (use time approx 60 seconds). Gloves from the previous MFR, prior to the conversation, were also informally tested and strike through did not occur under the same parameters. The MFR's rep procured the following to be sent for quality analysis by allegiance: all gloves informally tested including one from the previous MFR and full boxes of the following: 2 boxes of small/lot #n8j117; 1 box of small/lot #n8l218; 1 box of medium/lot #n8h206; and 1 box of medium/lot #n8h144. On 12/7/98, in collaboration with the director of employee health, infection control nurse, senior director of nursing, valve analyst, and the director of materials management it was agreed that an "internal recall" of all sizes/all lot numbers would be instituted. The facility is collaboratively working with allegiance healthcare corp to respond to identified problem - to date no formal response from MFR available.